Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was not fully functional. Hybrid analysis found that the depleted battery caused the reported no-telemetry condition. When powered with an external supply, telemetry was functional, and the system current drain was nominal. Engineering review found anomalous high current readings but the source could not be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) could not be interrogated by a programmer. Additionally, it was reported that the battery voltage trend was atypical. The device was requested to be explanted. No patient complications have been reported as a result of this event.